Event description:
Customer reported his adc blood glucose meter reads approximately 60-80 mg/dl lower when compared to the paramedic's meter readings. Customer further reported subsequently experiencing "passed out" in (B)(6) 2011. Paramedics were called and customer was given with d50 intravenously. Customer was transported to the hospital and was diagnosed with hypoglycemia. In addition, while on the emergency room, customer received the standard "checks and follow ups". There was no report of death or permanent injury associated with this event. It was further reported the customer was using test strips related to an on-going field action for abbott's precision family test strips.

Manufacturer narrative:
Returned test strips were tested with retained meter and all functional test results were within range specification. No errors were observed during control solution testing. Additionally, retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution. All results were within the range specification and no errors were observed. No new issues were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date of event is unknown. Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010. Adc test strip lot number 45001a757: manufacturing date of 6/16/2010 and expiration date of 11/30/2011.